Manufacturer narrative:
The soft cannula was observed to be internally leaking through the nail head, indicating an inadequate seal, causing corrosion, insufficient battery voltages and data loss. Without the device data it cannot be determined if the device generated an alarm or if the observed internal leak contributed to the reported event.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. It was also reported that the pod experienced a pod hazard alarm during operation.